Manufacturer narrative:
(B)(4). Batch # l52466 . The analysis results found that the 6r45b cartridge reload was received. The reload was received fully fired and with the reload lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. For more information please refer to the instructions for use. No functional test could be performed due to the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bypass procedure, the staple locked, the load was replaced and then the device worked normally with the new load. There were no adverse consequences for the patient reported.